Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent lead explant procedure. The explanted device components were not returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 7114112.